Event description:
The patient was reported to have benefited from the therapy but requested an explant due to ongoing pocket pain since being implanted with the reactiv8 system, and the patient was treated with pain medications. The implantable pulse generator (ipg) and two leads were removed without complications. All components were removed. There was no report of patient harm or injury. The patient kept the ipg. Therefore, no product evaluation could be performed. The device history record was reviewed. No relevant nonconformances were found.

Manufacturer narrative:
Mml # (B)(4). Other explanted device: model: 8145. Description: reactiv8 implantable stimulation lead. Serial numbers: (B)(6). UDI #s: (B)(4).